Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states where the recline cylinder meets the bottom of the seat, the hinge has broken off.